Manufacturer narrative:
The evaluation results could not verify the reported complaint and suggest that this event is not device related but rather is associated with intra-operative technique.

Event description:
The insert would not lock in properly. Another insert was available and was used successfully. There was no adverse consequences for the pt or delay in surgery or anesthesia time.